Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning 05-sep-2014, sensing integrity counts up to 396. Multiple ventricular tachycardia non-sustained episodes and ventricular fibrillation episodes recorded with evidence of lead noise oversensing and inappropriate shocks.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. Sensing integrity counter (sic) registered numerous short v-v intervals. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.